Manufacturer narrative:
Evaluation. Due to a pseudarthrosis the expected bone healing did not occur. Therefore, the screw plate construction had to bear the full load of the patient who has a weight of 130 kgs. As a result the three screws failed caused by permanent load. The principle of osteosynthesis is to support the bone healing. Without any bone healing a failure of plates or screws is a common scenario and related to the product itself.

Event description:
Approx 4 month after a high tibia osteotomy surgery an implant failure was detected by the surgeon. Three locking screws sheared off. Sk 4526-50-2 lotcode k018 2 screws. Sk 4526-70-2 lotcode k021 1 screw. The surgeon made a revision surgery with a competitor product.